Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On( B)(6) 2023, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak fork-like tip had broken off. While implanting a shoulder-length knotless ar-3636 1.8 fibertak in a hip acetabulum, the surgeon felt resistance while malleting the anchor in. The surgeon paused and let go of the inserter when resistance was met. The anchor and inserter stayed in place, which indicated the anchor inserter had found the hole. The surgeon continued malleting strikes and implanted the anchor successfully. Upon removal of the inserter, it was noticed one of the tynes had broken off. Size is estimated to be 1mm x 0.5mm. It was decided to leave in the anchor because the broken metal tip was likely in the bottom of the bone hole, and the anchor would act as a stopper. The surgeon took multiple x-rays to locate the broken tip but could not visualize it, most likely because it was lodged in the bone. This was discovered during a hip arthroscopy labral repair procedure on (B)(6) 2023.